Event description:
The customer reported that the access 2 immunoassay system generated erroneous low accutni result within the normal reference range for two patient. The erroneous results were reported out of the laboratory; however, the affect, if any, to the patients is unknown at this time. The accutni samples were collected in nahep plasma tubes without a gel separator and centrifuged for four to five minutes at 31,000 rpm at room temperature in a swinging bucket centrifuge. Per customer, the samples are all poured off into sample cups prior to being analyzed. Accutni qc has been performing within the customer's established ranges including the day of the event. The customer performs two of the three accutni qc levels once per 24 hours. On (B)(6) 2011, the customer performed routine system check which passed within instrument specifications the sample was repeated on an alternate acccess 2 and higher result above the acute myocardial infraction was obtained, which better matched the patient's clinical picture. On the day of the event, a field service engineer (fse) performed a routine system check, high sensitivity system check and an accutni precision test; no issues were noted. Review of archive data from both of the customer's access 2 instruments showed that accutni reagent pack s/n (B)(4) was shared between instruments. On (B)(6) 2011, accutni reagent pack s/n (B)(4) was loaded onto access s/n (B)(4). Thirteen tests were used to calibrate, qc and analyze one patient sample. On (B)(6) 2011, accutni reagent pack s/n (B)(4) was loaded onto access s/n (B)(4). All fifty tests were used for qc and patient sample analysis between (B)(4) 2011. Troubleshooting revealed that an accutni reagent pack had been shared between the customer's two instruments and caused the erroneously low result. Therefore, user error is the root cause of this event.